Event description:
Aortic valve replacement. Blood found in a reservoir, where only water should be located. Cross contamination unknown. We found out that there's a defect on the cardioplegia supplies with reference number: (B)(4) and lot number: 1725600034.